Event description:
The following has been reported: the pump gives an error for air in the tube but there is no air in the tube reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.